Event description:
Paramedics attended to a person diagnosed in ventricular fibrillation. Several attempts were made to administer a shock to the pt through disposable defibrillation eletrodes using various energy levels. Each time the defibrillator indicated the charge was complete but allegedly failed to discharge. The standard paddles were subsequently used and allegedly failed to discharge on the first use but functioned properly on following attempts. The pt stayed in ventricular fibrillation. After arrival at the hosp, add'l countershocks were administered. The code was subsequently called. The pt was not resuscitated. The ambulance dir indicated the reported problem did not cause or contribute to the pt's death. He indicated there was not a significant delay in delivering therapy.